Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-adapters. Upn: m365db9218150. Model: db-9218-15. Serial: (B)(6). Batch: 5173274. Product family: dbs-adapters. Upn: m365db9218150. Model: db-9218-15. Serial: (B)(6). Batch: 7058093. Analysis of the returned ipg model db-1200-s (743028) revealed normal device characteristics during the visual examination. The ipg could connect to a known good remote control (rc) without any issues. The functional test and the internal electrical measurements confirmed that all measurements were within the expected range and there was no evidence of any anomalies related to charging or battery depletion. The returned adapters model db-9218-15 (7058093 and 5173274) were analyzed and passed all tests performed and exhibited normal device characteristics. The allegation of high impedance was not confirmed therefore no problem was detected. The allegation of high impedance was not confirmed therefore no problem was detected.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure due to high impedances. The implantable pulse generator (ipg) and lead adapters were replaced with non-bsc devices.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure due to high impedances. The implantable pulse generator (ipg) and lead adapters were replaced with non-bsc devices.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-adapters; upn: m365db9218150; model: db-9218-15; serial: (B)(6); batch: 5173274. Product family: dbs-adapters; upn: m365db9218150; model: db-9218-15; serial: (B)(6); batch: 7058093.